Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the customer reported event. The ventilator passed self-testing.

Event description:
It was reported that the ventilator's compressor was inoperable. The ventilator was not on a patient at the time of the event.